Manufacturer narrative:
Product was not returned to confirm a malfunction has occurred.

Event description:
A consumer reported that their philips power flosser 7000 caught on fire while in use. No injury or property damage was reported.